Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The dhrs for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a complaint from a relative that on (B)(6) 2024, the customer passed away. The reporter discovered the decedent at approximately 7:00 am; however, it was indicated that the customer passed away at approximately at 5:00 am. The relative alleged that the alarm did not annunciate on the freestyle libre 2 device. Additionally, it was reported that the customer was blind and depended on the low blood glucose (bg) alarms for treatment decisions. The relative alleged that the customer died from low blood sugar; however, there was no official cause of death reported, and no death certificate was provided. In addition, it was indicated that the customer experienced kidney failure, however, no additional information was provided regarding the timeline or impact this had on the event. Adc has requested that the device be returned for a physical investigation. Multiple follow up attempts have been made to contact the reporter, and thus-far have been unsuccessful. Given the information presented at this time, it cannot be reasonably concluded that the freestyle libre 2 device has led to or contributed to the death. A follow up will be sent if further information is obtained.